Manufacturer narrative:
Analysis of programming history.

Event description:
A review of device programming history identified that a flash memory read error occurred on (B)(6) 2010 that caused an incorrect calculation of the end of service (eos) projection. The issue did not reoccur and subsequent iterrogation on (B)(6) 2010 showed correct eos projections. No patient adverse events were reported.